Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had not been able to use a radio frequency transmitter since (B)(6) 2015 and has had to use an inductive transmitter. The patient presented on (B)(6) 2018 in clinic and the implantable cardioverter defibrillator exhibited a loss of radio frequency telemetry. A device download was successfully performed. The patient was fine.